Manufacturer narrative:
Results: the returned jet7 was stretched at approximately 130.0 cm from the hub. The total length of the returned jet7 was approximately 132.0 cm. Conclusions: evaluation of the returned jet7 revealed a stretch on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. If the stretched catheter is flushed with solution while occluded, the catheter may become inflated at the stretched location. During functional testing, the jet7 was flushed with a bleach solution and its distal tip expanded at the damaged location due to the distal portion being occluded. The reported string hanging out from the distal tip of the jet7 could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, completed a pass using the jet7. Upon removal, the physician noticed a string hanging out from the distal tip of the jet7. The physician then flushed the jet7 and noticed that the distal tip of the jet7 was expanding. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a new jet7. There was no report of an adverse effect to the patient.